Manufacturer narrative:
Concomitant medical products: product ID: mc1vr01-delsys fdc 92. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during retrieval of the leadless implantable pulse generator (ipg) there was too much force applied to the tether, which resulted in deformation of the delivery catheter cup. The leadless ipg could not be pulled back into the cup. The leadless ipg system was pulled into the introducer and easily extracted out of the patient. The leadless ipg system was replaced by another leadless ipg system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Continuation of fdc: 71 fdr: 213. Fdm: 10,23,26,38. Product ID: mc1vr01-delsys. Product event summary: the delivery system was returned and analyzed, and flat wires were protruding from shaft. Delivery system shaft was mechanically kinked/buckled. Fdc: 67 fdr: 180. Fdm: 10,23,38. If information is provided in the future, a supplemental report will be issued.